Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned cable was evaluated. During inspection, the cable passed visual and software testing; however, the returned product failed continuity testing, due to a broken orange conductor. A "defective sensor" error was displayed during testing and the led does not illuminate.

Event description:
The customer reported loss of spo2 monitoring due to reported failure of patient cable. There was no known impact or consequence to patient.